Event description:
It was reported when the patient presented to the clinic for post operation checkup, interrogation revealed extended charge times. Electrocautery was exposed in the lower abdomen during implant. The patient was told to return to clinic once the capacitors have discharged. Device replacement was recommended. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device was explanted and replaced. The patient condition was fine before and after the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and replaced with lab hv capacitors. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and intermittent high leakage in each of the capacitors was observed. The cause of the extended charge times was anomalous capacitors.